Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ impact codes corrected from "2199" to "2645". The device was returned to the factory for evaluation on 01/25/2024. An investigation was conducted on 01/30/2024. A visual inspection was conducted. Only the cannula was returned for evaluation. There were no visual defects observed on the intact c-ring. The insufflator port on the cannula was observed to be detached from the tube. There were no visual defects observed. An engineer evaluation was conducted. It was observed that the luer lock was valve was detached from the insufflation tubing, there was a piece of tubing still attached to the luer lock valve. The luer lock and insufflation tubing combine to together to make up the component "insufflation tube and hypotube, evh cannula (cv000000993). The tubing and luer lock valves are bonded together by the supplier per material specification (B)(4) rev f. Based on the returned condition of the device as well as the evaluation results and the manufacturing engineers evaluation , the reported failure "connection problem" was confirmed. The lot # 3000357804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 luer lock connector is off the tubing. They opened a new device & completed surgery. No delay. No patient was harmed.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.